Event description:
It is reported that the insulin pump gets frozen display very often and she was advised to call medtronic. Customer gives a bolus and the screen freezes. Customer must remove and reinsert the battery in order for the insulin pump to work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.